Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip became detached from the threaded shaft of a pedicle screw during surgery. The surgeon wanted to change the placement of the pedicle screw, so the closure top was loosened from the tulip and then the tulip detached from the shaft. The screw was removed from the patient and an alternative screw was used to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
The returned screw was evaluated. The swivel ring was found deformed, which allowed the tulip to disassemble from the screw shaft. The swivel ring deforms as the screw is locked in place, and subsequent unlocking can cause the head to disassemble. The cause is attributed to the unlocking of the screw to change its position. A review of the manufacturing records did not identify any issues which would have contributed to this event.